Event description:
Patient presented to the ER after receiving multiple inappropriate shocks due to noise. Upon opening the pocket, externalized conductors were visible proximal to the svc coil and distal to the trifurcation boot. The lead was capped and replaced.